Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting as it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the reamers are dull. As this was noticed upon inspection, the patient was not involved at the time.